Event description:
Customer is hospitalized and thinks her insulin pump is not working. The insulin pump has cracks. The blood glucose reading at the time of the event was 600 mg/dl. Customer was nauseated, dehydrated, low potassium and slight diabetes ketoacidosis. Customer has been sick with a stomach bug for one week. Diagnosed diabetes ketoacidosis. Hospital treated with insulin drip. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Unable to prime during prime alarm test due to loose/protruded drive support disk. Unable to perform basic occlusion, occlusion and excessive no delivery alarm test due to prime anomaly. The insulin pump passed displacement tests. Cracked reservoir tube lip, cracked battery tube threads, scratched display window, cracked reservoir window and cracked case near display window corners noted during visual inspection.